Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was difficulty removing the proximal portion of the right ventricular (rv) lead from the header of the device. A lubricant serum was applied to ease the extraction and the rv lead was successfully removed from the device header. The device was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event device header and lead connector difficulty was confirmed. The lead had been removed and the connector port was coated with lubricant which prevented duplication of the problem in the field. Analysis found this device was manufactured in 2014 and has the original scalable brady pacemakers (sbp) header design which is known to have lead insertion difficulties. With the original sbp header design, if the physician managed to insert the leads into the connectors, the leads would likely have been forced into the connector ports with increased force and manipulations. The same or greater increased force would then likely be needed to remove the leads. This is consistent with what may have been experienced at this explant where normal force and manipulations could not remove the lead with ease. The causes of the lead insertion problem have been investigated by abbott engineering. Further actions have been taken to address the lead insertion/withdrawal anomaly. A header re-design was already been implemented.